Event description:
It has been reported to us that the wire lumen of the aspiration catheter has peeled away from the shaft. The physician inserted the guide wire and guide catheter into the pt. The physician inserted the aspiration catheter and performed aspiration on the vessel. The physician attempted to remove the aspiration from the pt and the wire lumen of the catheter peeled away from the shaft. The physician was able to remove the device without issue. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.